Event description:
It was reported during preparation, a hair was allegedly identified on the port. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a DHR review is not required, however it was requested. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the sample evaluation: one powerport clearvue isp implantable port intermedite kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is inconclusive for foreign material in package, as the device was received with the port body and other various kit components. The port was received in a separate biohazard bag. One hair and multiple flakes were observed in the bag. However, due to the kit being returned opened it is unknown whether the foreign material could have been a result of the clinical or packaging return procedure. The definitive root cause could not be determined based upon available information. It is unknown if clinical, or return shipping procedures contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records is currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. Device expiration date: 11/2019.

Event description:
It was reported during preparation, a hair was allegedly identified on the port. It was further reported that another device was used to complete the procedure. There was no patient contact.